Event description:
Angioplasty was performed on the obtuse marginal branch with an existing 70-80% stenosis. Balloon catheter ruptured twice due to spiculated calcium and s shaped angulation. The first catheter was a 2.5mm predator and the second was a 2.5mm valor balloon. The stenosis was reduced to 50-60%. Pt experienced only modest chest pain and st changes during the procedure. Post-op course was uneventful.